Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient went to emergency room on (B)(6) 2025 due to low blood glucose levels. The low blood glucose event occurred while driving as he got delirious and patient tried to treat with carb intake. The blood glucose level was 33 mg/dl at the time of event and patient received treatment in hospital intravenously. The patient stayed in the hospital for less than twenty-four hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.